Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had blood contamination. A balloon rupture occurred and blood got into the iabp. The iab was inserted through the femoral artery at 16:00 on (B)(6) and the patient was transferred to the ICU. The blood detection alarm was confirmed around 14:30 on (B)(6), and the catheter was replaced afterwards. After replacing the catheter, it is running without any problems. The catheter had no flush system or pressure transducer connected to it, but had a pressure tube and three-way stopcock connected to it. There was no patient harm or injury reported. The intra-aortic balloon catheter in this event is being reported on a separate MDR. Ref: our tw# (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had blood contamination. A balloon rupture occurred and blood got into the iabp. The iab was inserted through the femoral artery at 16:00 on november 28th and the patient was transferred to the ICU. The blood detection alarm was confirmed around 14:30 on november 30th, and the catheter was replaced afterwards. After replacing the catheter, it is running without any problems. The catheter had no flush system or pressure transducer connected to it, but had a pressure tube and three-way stopcock connected to it. There was no patient harm or injury reported. The intra-aortic balloon catheter in this event is being reported on a separate MDR. Ref mfg. Report # 2248146-2023-00720.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse stated that the equipment will not be repaired and will be disposed of by the hospital. Returned to hospital. A cardiosave has been ordered as a replacement.